Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 9.04 cm in diameter thoracic aortic ulcer. The proximal thoracic aortic neck was 41 mm in diameter with 45 degree angulation. It was reported that the patient's carotid artery was nicked during the procedure. The physician noted that the nick in the carotid artery was caused by the anesthesiologist attempting to gain access to the internal jugular to monitor the patient's blood pressure. The nick reportedly was identified and carefully managed.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.